Manufacturer narrative:
Initial MDR inadvertently filed based on information provided by tandem technical support. The customer reported that the cause of the low blood glucose was related to illness following surgery. The contact clarified that the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced low blood glucose (bg) of 48 mg/dl. Additionally, the healthcare provider believed the cause of low bg was due to the customer having a virus causing upper respiratory infection. Reportedly, contact adjusted customer's basal rates. Contact did not provide any further information.